Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/24/2017 that on (B)(6) 2016, there was a problem with the transmitter. No additional patient or event information is available. Data was provided for evaluation. The reported transmitter issue was confirmed via data. A root cause could not be determined.